Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-tulip. Investigation is still in progress.

Event description:
Description according to complainant: the secondary struts appear tangled. Patient outcome: an alternate jugular access was done to retrieve the filter and place another without adverse event to the patient.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-tulip. Summary of investigational findings: no product returned and no imaging provided. Therefore, it is not possible to comment on the secondary filter legs appearing tangled. On a tulip filter each secondary filter leg is winded around a the primary leg, and consequently it is difficult to determine the meaning of "the secondary struts appear tangled." However, it is assumed that secondary filter leg(s) were pushed upwards against the filter hook, and of so, attempts may have been made to pull the filter back into the sheath. IFU, filter placement, warning: the pre-exposed filter can be advanced, but never pulled back into the sheath. Doing so will damage the shape of the filter. Investigation found no evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the secondary struts appear tangled. Patient outcome: an alternate jugular access was done to retrieve the filter and place another without adverse event to the patient.